Event description:
Provider alleged the joystick is stuck on the goodbye screen. Provider alleged that even when the joystick is turned off and back on it goes back to the goodbye screen. End user came out of bathroom and transferred. To his power chair to go to his bedroom & and the chair stopped on him. Provider alleged the consumer was sitting in the chair for about an hour before the technician got there.